Event description:
It was reported that balloon rupture occurred. The chronic totally occluded target lesion was located in the anterior tibial artery. A 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced for dilation. However, during the initial inflation at 7 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.

Manufacturer narrative:
E1 initial reporter city: (B)(6). Device evaluated by MFR: returned product consisted of a coyote es balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole to the balloon 14mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The chronic totally occluded target lesion was located in the anterior tibial artery. A 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced for dilation. However, during the initial inflation at 7 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.